Manufacturer narrative:
If further information becomes available, an updated report will be submitted.

Event description:
Boston scientific received information that this left ventricular lead exhibited high thresholds one day post-implant and a dislodgement was suspected. The next day, the lead was revised (it was discarded) and replaced. No allegations were made against the lead and no adverse patient effects were reported.